Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow and ok keypad buttons were responsive. The contrast and down arrow keypad buttons were intermittently unresponsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keys as well as a misaligned down arrow contact. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up, down, and ok buttons were intermittently responsive for the past several months which was gradually getting worse. The patient denied trauma to the pump and reported no tearing or peeling of the keypad. The patient confirmed that they were still able to navigate the pump. The patient reported that the pump was worn attached to a belt and did not clean the pump. This report is made based on the allegation of a keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.